Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the teflon pad missing. The teflon pad was torn off at the distal end of the instrument. There was material missing as a result.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a small plastic piece from the harmonic ace instrument fell off while the surgeon made an incision along the vaginal cuff. The nurse observed the dislodgement and noted the surgeon was unsure of the cause. The fragment was retrieved robotically, with visual confirmation that it was complete. No additional procedures or post-operative tests were needed. The surgery was finished robotically using a backup harmonic ace and handpiece. No post-surgical complications were reported.